Event description:
It was reported that the right atrial and right ventricular leads had low impedance measurements. The leads were partially removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the 4524 lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the 4024 lead was returned, analyzed and the inner insulation had breached metal ion oxydation (mio). It was noted that the outer insulation was melted, all insulators had cosmetic metal ion oxydation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the 4524 lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the 4024 lead was returned, analyzed and the inner insulation had breached metal ion oxydation (mio). It was noted that the outer insulation was melted, all insulators had cosmetic metal ion oxydation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.